Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device displayed "delivering test shock at 30j" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.